Event description:
The user facility reported a 95-year-old patient was implanted with an impella cp for mechanical circulatory support. While on support the patient was reported to have a small ventricle space and had issues with ectopic beats. The impella was weaned from the patient and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.